Event description:
Pt reported obtaining a blood glucose result of approx 300 mg/dl, while using the suspect device. Pt indicated that, based on this value, a family member transported her to the hosp. Less than 10 mins later, pt's blood glucose was reportedly tested on a hosp device, with a result of 104 mg/dl. No pt injury was reported and no treatment was received. Pt reported that qc testing had never been performed on the system. At the time of the report, pt advised that she had thrown away the blood glucose monitor and test strips that were in use at the time of the event. No product was returned to the MFR for evaluation.